Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the patient had received a shock. Review of the transmissions indicated that the shock was suspected to be inappropriate as the rhythm was thought to be atrial arrhythmia with rapid ventricular response that the device detected as ventricular fibrillation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.